Event description:
Caller reported a continuous glucose monitor (cgm) error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the error was resolved, allowing the caller to successfully start their sensor session.